Event description:
The venatech lp filter package was reported as not sealed correctly. The pouch was removed from the shelf carton; when the pouch was held vertically, all system components fell on the floor, because the end of the pouch was not sealed. Because the product fell on the floor, it was considered contaminated and not used in a patient. No adverse events were reported.

Manufacturer narrative:
The suspect pouch was returned to the manufacturer. Investigation results indicate that the pouch had never been sealed and that one other unit from the same production lot may not be sealed. The complete lack of a seal on one end of a pouch will very likely be obvious to the user, as it was in the reported case. The product IFU includes the following statement: "contents of unopened, undamaged package are sterile and non-pyrogenic." Nevertheless, to locate the other suspect unit, the manufacturer has requested that the us initial importer and distributor locate and remove any units from the subject lot remaining in clinical inventory. A total of 60 units were included in this lot; preliminary information indicates that the majority of the units have already been used.